Event description:
It was reported that the pump battery was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using a prepaid label, and technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.